Event description:
Surgeon using coblator for dissection/hemostasis during tonsillectomy. Small area of metal at the tip of the insulated handpiece became exposed and conducted energy to patient's tongue, resulting in approximately 1cm burn to the right proximal area. No treatment needed.